Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that extrinsic outflow graft obstruction was noted on a computed tomography (CT) scan during a follow up appointment at the clinic. The patient returned to the operating room (or) on (B)(6) 2026 to remove the material. The patient had decreased cardiac output for 2-3 days. An angiography CT scan of thoracic aorta, abdomen and pelvis were performed. There were no patient symptoms. The eogo was resolved with surgery and the patient was stable.